Event description:
Related manufacturer reference number: 2017865-2023-00617. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. During examination, it was noted that the right ventricular (rv) lead was not capturing. The physician brought the patient in for rv lead repositioning procedure. During the procedure, after opening the pocket, it was noted that the site was infected. The physician explanted the implantable cardioverter defibrillator and the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was failure to capture and infection. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.